Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the instrument was broken after coming out the wash.

Event description:
It was reported that the instrument was broken after coming out the wash.

Manufacturer narrative:
Correction to h3 (device evaluated by mfg) and h6 (component code). The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the received device shows visible signs of wear. The damage is primarily located at the drive end, where the flutes on the torx head appear twisted. This deformation suggests that the hexagonal screwdriver was repeatedly subjected to high torque applied at a non-axial angle. Such off-center force created torsional stress that exceeded the mate-rial¿s yield point, ultimately causing the observed deformation. A dimensional and functionality test was not possible as the returned device is clearly deformed rendering it nonfunctional. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Additionally, hardness testing was performed which yielded an average within the required material hardness. Based on investigation, the root cause was attributed to a wear and user related issue. The event was caused by excessive reprocessing cycles weakening the material of the driver in combination with excessive torsional forces on the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.